Event description:
A 66-year-old male patient admitted with nstemi, chf, htn, known cad. He had refused medical intervention in the past but agreed for CABG. Three vessel high risk surgery performed with support from an iabp. Due to lcos, decision was made to change the iabp for an impella cp cardiac pump. The impella has been placed successfully. During removal of peelaway sheath and advancing repositioning sheath, the pump has been pushed completely into the left ventricle, causing the pump to kink. Attempts to straighten the pump have not been successful. The impella device has been pulled back to the access site and removed using a surgical cutdown of the right femoral artery. A new impella cp could not be placed via the left femoral artery due to calcified left aorta. Therefore, another iabp has been placed. The patient survived the incident.

Manufacturer narrative:
The impella device has been returned to the manufacturer. When the investigation is complete, a supplemental report will be filed.

Manufacturer narrative:
The investigation into the reported positioning issues has been completed since the original report was filed. The medical center returned the impella products for benchtop analysis. No abnormalities were found with the returned product. Based on the clinical account, the root cause of the positioning issues was due to the migration of the impella into the ventricle when the 14fr was peeled away and the gwru was advanced. This is a result of improper technique. The failure modes will be monitored and trended. As noted in the impella IFU, these conditions are known potential adverse events associated with impella support: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿